Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.